Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent an orif surgery for clavicle fracture sometime in (B)(6) 2023. During the surgery, a vaclp lateral plate and 4 va 2.7 mm locking screws for lateral and medial each were used. The fracture site was around the distal 1/3 of the clavicle. Procedure was completed successfully without any surgical delay. 1 month after surgery, the patient fell with his/her hand on the affected side. X-rays were taken, but there appeared to be no problem. Three months after the surgery, the patient was followed up and found all the medial 4 locking screws had been broken off under their heads. There was some slight deformity in bone union due to the floating of the plate, but bone union was confirmed. The patient also does not wish to undergo revision surgery. Therefore, the patient is being followed up. No further information is available. This report is for one (1) unk - screws: 2.7 mm va locking. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: 2.7 mm va locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.